Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The same day as onset, the patient was started on intraperitoneal (ip) vancomycin and ip ceftazidime (doses and frequencies not reported). The cause of the peritonitis was unknown. Four days after the onset of the peritonitis, the patient was hospitalized for the peritonitis event. Two days after hospital admission, the patient passed away. The cause of death was reported as due to multi-organ failure. Treatment for multi-organ failure was not reported. It was not reported if an autopsy was performed. It was not reported if the patient was recovered from this peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.